Event description:
Caller reported a cartridge alarm issue, which resulted in the blood glucose level being displayed as "high." Correction was made through an injection via multiple daily injections (mdi), and hospital staff provided additional assistance with IV and insulin. There were ketones, but they were not considered dangerous. An adverse impact was noted due to the need for medical intervention, but no injury occurred. Technical support (cts) decided to replace the pump and provided instructions for the return process. Customer acknowledged understanding instructions for putting the pump into storage mode and returning it, while also preparing to use mdi as backup therapy until the replacement pump arrived.